Event description:
Event description cpi received information that this transvenous defibrillation lead was removed from service due to patient anatomy the lead had dislodged. The lead was explanted and a new rate/sense active fix lead was successfully implanted. The shocking portion of the lead remains active.